Manufacturer narrative:
Vilex received a call from the account manager on 05/06/2021 regarding an issue he experienced with a guide wire not being able to pass through the cannulated screw. The screw was received at vilex on 05/07/2021 with a note stating that there was an issue with the threads of the screw. No wire was returned with the screw for inspection. Vilex reached out to the account manager multiple times to complete an issue review form to obtain more knowledge about the incident. The account manager has yet to return the completed form. The screw was inspected by vilex quality control. Quality control evaluated the screw. The screw was able to advance as intended. Cannulation was inspected and wires were able to pass through the screw without issue. No other issues could be found. Vilex also reviewed complaints, non-conformances, and CAPA's from 2017 to present. No records were found for vilex stainless steel lag screw s30-18s-11. Should more information become available, vilex will file a supplemental report.

Event description:
Account manager stated a guide wire could not pass through the cannulated screw.